Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: additional information received: lot number. Therefore, the lot expiration and device manufacture dates are known. Block e1: initial reporter state: (B)(6). Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: product analysis the returned tria firm ureteral stent with side holes 6fx22cm was analyzed, and a visual evaluation noted that the bladder pigtail was torn. The torn was located on the suture hole. It is important to mention that stent torn could be perceived by the user as the stent was broken/disconnected and that the suture string was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. The failure found (bladder pigtail torn) was an issue that could have been generated by the user or due to the interacting of the device with the suture string; it's important to mention that the suture string was not returned, that is evidence that the device was manipulated. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a tria firm ureteral stent was used during a procedure. According to the complainant the stent was broken/disconnected. The procedure was completed with another tria firm ureteral stent. Despite efforts, attempts to obtain additional information regarding this event have been unsuccessful to date.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6), 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: additional information received: lot number. Therefore, the lot expiration and device manufacture dates are known. Block e1: initial reporter state: (B)(6). Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a tria firm ureteral stent was used during a procedure. According to the complainant the stent was broken/disconnected. The procedure was completed with another tria firm ureteral stent. Despite efforts, attempts to obtain additional information regarding this event have been unsuccessful to date.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 25, 2019 that a tria firm ureteral stent was used during a procedure. According to the complainant the stent was broken/disconnected. The procedure was completed with another tria firm ureteral stent. Despite efforts, attempts to obtain additional information regarding this event have been unsuccessful to date.